Manufacturer narrative:
See report #2031642-2018-00881.

Manufacturer narrative:
Serial number was not provided. A follow-up report will be submitted upon completion of the investigation. Additional information has been requested.

Event description:
A detective reported that he suspected the v60 ventilator had been tampered with by a patient¿s family causing the patient¿s death. The patient circuit had been taken off and a dollar bill and a syringe was found at the gas outlet port. The outlet was not completely occluded. More information has been requested. An (B)(6) female patient was placed on a v60 ventilator occasionally to increase oxygen saturation levels.